Event description:
The technician alleged the head hi/low drifts down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve and the hi/low down valve to resolve the issue.